Event description:
The trilogy o2 ventilator was returned to the manufacturer service center for preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device at the manufacturer service center an error code indicating an abnormality of the oxygen blender module and oxygen sensor was noted in the evaluation but not recorded in the initial device event log. In conclusion the oxygen blender module board was replaced to address the issue. Additionally, during the service of the device, the following parts were replaced to prevent failure: trilogyo2 pm1 kit, internal battery, capacitor, battery fan, exhaust fan assembly, stirring fan, 200/02 flow sensor assembly, 200/02 tubing kit and oxygen blender manifold, power cord. (The oxygen blender purge fan is included in the oxygen blender pca). The technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (14.2.05). The trilogy detachable battery pack will be replaced once the component is received. The suspected trilogy oxygen blending module board was sent to the manufacturer product investigation lab (pil) for further investigation of the allegation of "abnormality of the oxygen blender module and oxygen sensor" and the complaint was confirmed. The technician noted, pil reviewed the event log for the obm failure code which was not found in the event log though it could have been written over to record newer errors. It was confirmed that the faulty obm is due to suspected contaminated obm sensors. The device has been scrapped.